Manufacturer narrative:
Date of event estimated. The UDI number is not known as the part and lot number were not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a conclusive cause for the reported thrombosis could not be determined in this complaint. The reported patient effect of thrombus as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported medication requirement and prolonged hospitalization appears to be due to case specific circumstances as the patient was administered with 4000iu heparin and patient remained hospitalized. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus, medication, prolonged hospitalization. It was reported in a literature review that this was a procedure to treat functional mitral regurgitation (mr). It was acute decompensated heart failure (adhf) and a pan systolic murmur. The steerable guide catheter (sgc) was advanced to the mitral valve; however, as soon as the clip was advanced into the left atrium, multiple mobile thrombi were noted in the right atrium near the puncture site. Another 4000 iu heparin was administered. The procedure was aborted and no clips were implanted. The patient remain hospitalized. The mitraclip procedure was rescheduled and successfully performed 5 days later. No other information provided.